Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture, varying r wave sensing, and low pacing impedance. Further investigation noted that the right ventricular lead has dislodged. The reported lead was explanted and replaced on (B)(6)2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, varying r wave sensing, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil was slightly over torqued consistent with procedural damage. Further analysis did not identify any anomalies.